Event description:
On an unknown date, a patient in israel underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. On 14 apr 2026 it was reported that the peg was partially pulled inward and unable to be pulled back out. A video by the caregiver was reviewed with tube pulling inward which occurred for the past 3 days with no appetite and constipation. A bezoar was suspected and a gastroenterologist was consulted. Additional information was received on 28 may 2026 in which the patient was seen due to abdominal pain and vomiting. A bezoar was diagnosed via diagnostic imaging and the intestinal tube was cut and blown into the stomach. The peg tube was released to its natural place and a new intestinal tube will be placed after the tube is excreted in the stool.

Manufacturer narrative:
Catalog number in d4 is the international list number which is similar to us list number of 062918. The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. A bezoar is a known complication of a j tube placement. Health effect clinical code of e2402 was chosen to capture the event of bezoar. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.